Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained. If additional information is received, a supplemental medwatch will be sent. It was reported that the procedure was extended by 180 minutes and that there was potential patient damage due to the length of the procedure. Were there any patient consequences as a result of the extended surgery time? There was patient damage reported due to lying still in the same position for the long surgery time. Unfortunately it was not further specified. We are trying to get further information.

Event description:
It was reported that during a stapled transanal rectal resection, the device did not staple correctly but cut at the first firing. Unformed staples were found in the situs, could be removed, sutured by hand. The patient got positional damage due to the length of time in the procedure. The procedure was extended by 180 minutes. A second like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # n53w87 the analysis results found that the pph01 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. In addition the guide face was noted to be damaged. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. No functional test could be performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) additional information was requested and the following was obtained: transanal reconstruction of rectum. Device was fired on normal rectum tissue. The surgeon explained that it was not possible to fire the device completely. The characteristic cracking noise was not detected. The tissue was evenly placed in the instrument. The orange indicator for staple height was at the lower end of the green scale. After removing the instrument out of situs it was observed that the device cut circumferentially but did not staple. The surgeon observed a lot of unformed or malformed staples. Only very few staples show a proper b form. There was no excessive blood loss. There was no transfusion required. There were no other negative consequences reported. Patient is in excellent condition. The surgeon did not mention any further patient damage like pressure sores/decubitus.